Manufacturer narrative:
The investigation discovered the humidity level within the customer's analyzer was 5-9%. Per product labeling, the specifications for ambient humidity is "30-85%." The field service engineer replaced a sample probe. Based on the available information, the investigation excluded the possibility of reagent carryover or reaction cell carryover. The parameters of sample carryover, sample probe wash, and liquid level detection were checked. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas c 503 module. On (B)(6) 2021, the patient's initial creatinine result was reported outside the laboratory. On (B)(6) 2021, the customer performed repeat testing with the patient's sample for confirmation. On (B)(6) 2021, the patient's initial creatinine result was 191 umol/l at 12:39. On (B)(6) 2021, the patient's first repeat creatinine result was 100 umol/l at 13:05. At 15:46, the patient's second repeat creatinine result was 102 umol/l. The creatinine reagent lot number was 495298 with an expiration date requested but not provided.